Manufacturer narrative:
The medwatch previously submitted under #2017233-2015-00066 is hereby retracted. The date of the event was prior to device having been commercially available.

Event description:
On (B)(6) 2011, this patient underwent treatment for an acute complicated type b dissection of the descending thoracic aorta and was implanted with two conformable gore® tag® thoracic endoprostheses within the true lumen. The left subclavian artery (lsa) was intentionally covered, and the primary entry tear was excluded, no angioplasty was performed. Pretreatment imaging determined the presence of an aortic intramural hematoma just distal to the lsa and that the patient had a bovine arch. The dissection measured 44.4 cm in length, the maximum overall diameter of the true lumen was 23.6 mm and the maximum aortic diameter within the dissected aorta measured 46.4 mm. The patient tolerated the procedure with no endoleak observed. On (B)(6) 2011 the patient underwent reintervention and an additional conformable gore® tag® thoracic endoprosthesis was implanted.

Manufacturer narrative:
A review of the manufacturing records for the device(s) is being conducted.